Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes that during a routine follow-up, ventricular lead impedance was found to be <300 ohms.